Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during installation of cardiosave hybrid, type I plug intra-aortic balloon pump (iabp) , the main unit's lever was found to be stuck and could not be used normally. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter, event site address, event site city, event site telephone), g3. G6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected fields: h6 (medical device problem code) due to character limitation in block e1: event site address: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the sliding handle was replaced. Per the fse the device has been returned to service.